Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the act button was not responding and customer was not able to clear reservoir alarm. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked keypad connector. No unexpected blinking screen was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and cracked reservoir tube lip.